Event description:
The facility reported a colleague infusion pump with a failure code of 16:310. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 16:310 was found in the pump's event history but not reproduced during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This issue is being investigated through CAPA. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.